Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 311 mg/dl attributed by the user to an infusion site issue, and while preparing to change the site the user dropped the ilet, resulting in a broken screen that rendered the display unreadable and led to discontinuation of pump use and transition to subcutaneous insulin via pen for correction dosing. Investigation included complaint handling, user interview, and troubleshooting and education regarding continued glucose monitoring and corrective actions. Investigation of this case revealed user-reported infusion site difficulty and physical damage to the device screen, with the user able to lower glucose from the morning value through correction doses. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management with backup therapy and ongoing home monitoring without emergency care or hospitalization. It was concluded that, based on previously established findings for similar reports, hyperglycemia occurred in the setting of a reported infusion site problem and subsequent device screen damage, necessitating use of multiple daily injections and continued glucose monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.